Event description:
The locking ring on the two pin end does not rotate easily. It slipped off the pt during pinning and positioning. Add'l clinical info has been requested. However, no further info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.